Event description:
The surgeon had inserted a three piece collamer lens model cq2015 in the pt's eye and the lens tore. The surgeon removed and replaced the lens with another model lens. No pt injury. The reporter stated that the lens was loaded incorrectly into the inserter.

Manufacturer narrative:
Results: a visual inspection of the returned product shows that half of the lens and both haptics were torn off & missing. Clear surgical residue on the lens. It should be noted that the injector and cartridge were not returned for eval.